Manufacturer narrative:
On 22 dec 2017 the medical affairs made the following analysis: the images supplied are of extremely poor quality and do not allow proper evaluation. The tibial plateau seems to be placed medial and posterior, with a lateral weakening of the supporting tibial bone, but this is more guessing that assessing. The relationship between this position, which may be due to anatomical constraints not detectable from the xrays supplied, is unknown. Batch review performed on 02 january 2018: lot 091670: (B)(4) items manufactured and released on 21 august 2009. Expiration date: 2014-06-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation based on the picture of the explanted component, made on 03 jan 2018 by r&d project manager: no residual cement can be seen on the bottom surface of the tibia baseplate. It is something usual to be seen on explanted components, even if the cause of revision is not loosening or mobilization. Some residual material can be seen surrounding the tibia keel, but it is not clear from the image if it is cement or bone. No further comments or considerations can be done looking at the picture sent.

Event description:
The patient came in complaining of pain. The surgeon determined the tibial baseplate had subsided. The surgeon revised the tibial baseplate and the poly. The surgery was completed successfully.